Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures. However, because qa's examination may not conclusively confirm or disprove the report of retention, feeling of heavy lower abdomen and spasms, pain, or bladder spasms with small micturition, qa accepts the physician's observations of such as the reason for intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
Additional information received indicated precision on treatment (event 1): urinary drainage - indwelling (foley catheter). According to the surgeon this event is related to the procedure. Spontaneous intermittent pain (intensity : 7). Feeling of heavy lower abdomen with a lot of spasms causing night pains. Bladder spasms with micturition of small volumes, precision on treatment : medication : toviaz 4mg (1 per day) : patient didn't take medication, status : resolved on (B)(6) 2016.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Event 1 reported on 21 november 2016 : urinary retention. Date of onset event : (B)(6) 2016 treatment : prolongation of hospitalization - urinary drainage. Status of the event : resolved, resolution: (B)(6) 2016. Event 2 reported on 28 december 2016 : feeling of heavy lower abdomen with a lot of spasms causing night pains. Bladder spasms with micturition of small volumes. Date of onset event : (B)(6) 2016 treatment : medication (toviaz 4 mg - 1 per day). Status of the event : resolved, resolution: (B)(6) 2016 -device still implanted in patient on (B)(6) 2016.